Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged burning odor, smoke coming out of unit. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 06/27/2025. The device was returned for lab investigation by pil, during the investigation, pil observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank, ui display bezel, top enclosure, iso port, heater plate, heater plate spring, and bottom enclosure. A dust-like contaminant was observed on the inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, and blower box. Hair-like particles were observed on the center enclosure, heater plate, heater plate spring, and bottom enclosure. The ui display bezel was observed to have what appeared to be small cracks in it around the therapy button, the front tab was broken off, and had what appeared to be burn marks on it, likely due to thermal damage on the pca. The q4 component of the pca was observed to have thermal damage, likely due to liquid ingress to the pca. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. Pil was able to confirm the device powers on, then a service required message came on the display when initiating therapy, and the device rebooted. Review of the error logs shows the device has 5303.4 blower hours and 5301.9 therapy hours. There was a total of 32 errors logged. These errors include: ·1 instance of e-50 (err_daily_values_corrupt), a continue error. ·18 instances of e-15(err_cycle_handler_overrun), a reboot error. 5 or more of these errors occurred within a 24-hour period, resulting in them escalating to stop errors. ·1 instance of e-19 (err_wdog_timeout), an abort error. ·1 instance of e-7 (err_software), a reboot error. ·5 instances of e-400 (err_message_crc_failed), a continue error. ·6 instances of e-178 (err_bt_app_reset), a continue error. Care orchestrator data was not available for download. Pil was able to confirm the complaint, but not address the symptoms specified. Box h has been updated. In addition, appropriate code updated/corrected in this follow-up report.